Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement. The impedance has gradually been increasing since the (B)(6) 2012. The physician suspected that the conductor coil had fractured. The configuration was reprogrammed and this lead remains implanted and in service. No adverse patient effects were reported.